Manufacturer narrative:
Device was used for treatment, not diagnosis. The reporter's complete address and phone number were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the locking knob was loose. It was noted that the turning knob was worn. It was further determined that the device failed pretest for general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the screw part on the sagittal saw attachment device had fallen off/ loosened; therefore, making it very difficult to open and close the screw to insert and remove the saw blade device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.